Event description:
Customer reported the insulin pump alarmed motor error during bolus delivery. The device also alarmed compromised force sensor system during prime process. Customer does not recall blood glucose level. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer does not use the sensor feature. Customer was able to complete the rewind the device but was able to get through prime function. Device would not prime and time would disappear and device alarmed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support. Unable to verify other alarms due to the motor error alarms during the basic occlusion tests. No unexpected alarm/alert icon anomaly was noted. The motor was tested outside of the device and it passed. The pump also had a broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.